Manufacturer narrative:
Technician determined the latch cover was interfering with the lock spring. Technician manipulated the cover to the original position to resolve the issue.

Event description:
Technician alleged that the side rail is not locking all the time in the up position. No patient impact.